Event description:
It was reported that the patient was seen in clinic with high impedance. The patient will get a chest x-ray. X-rays have not been received by manufacturer to date. No other relevant information has been received by manufacturer to date.

Event description:
It was reported that the patient underwent a full revision. Suspect device has not been received by the manufacturer to date. No other relevant information has been received by the manufacturer to date.